Event description:
Customer reported a malfunction on their pump, with a specific malfunction code that could not be reset, and no significant event occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support took action by arranging a replacement pump for the customer, who was out of warranty. Additionally, a loaner pump was sent, and the caller was informed about programming settings and connecting their cgm to the new pump.